Event description:
It was reported that a pacemaker dependent patient presented to the hospital due to fainting. The physician noticed some pauses on the holter registration because the device did not stimulate. Lead noise was suspected. The physician decided to program the ICD in vvir mode and monitor the patient,

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.